Event description:
In (B)(6) 2014, the surgeon performed a right side si joint fusion on the patient placing three ifuse implants. After a period of initial pain relief, there was a recurrence of pain.in (B)(6) 2015, the surgeon performed a revision surgery where he advanced the most caudal implant a few millimeters further into the sacrum and added two additional implants to help fixate the si joint. The patient is doing well following the procedure.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, there is no evidence that the device was out of specification. The most probable root cause for the revision is insufficient si joint fixation.part numbers, lot numbers, manufacturing dates and expiration dates:ifuse implant, p/n (B)(4), lot# i0927, manufactured 04/03/14, expires 2019-01ifuse implant, p/n (B)(4), lot# i0915, manufactured 04/23/14, expires 2019-01ifuse implant, p/n (B)(4), lot# i0919, manufactured 03/22/14, expires 2019-01